Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00493. It was reported the patient experienced an infection. As a result, the patient's system was explanted on an unknown date to address the issue. The infection has since been resolved. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.